Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received a stuck button alarm from the pump. Buttons became unresponsive and later went responsive again. The customer reported an issue with the pump display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the stuck button alarm, and the pump was exposed to a change in altitude. Explained that the issue can be resolved by removing the battery cap. Troubleshooting was not performed for the blank display, pump error 23, and the pump error alarms. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump was received with no button response due to corroded keypad traces. Also moisture damage found on the j1/pcb1 connector and battery tube assembly during visual inspection. Unable to perform the displacement test and self test due to no button response. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, corroded keypad traces, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and battery tube threads cracked. In summary, the customer alleged keypad anomaly confirmed. Expose to moisture on keypad assembly and electronic assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.